Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump black box revealed frequent replace battery alarms and a short battery life. The pump electrical current draws were tested and were within specification. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was no further evidence of moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.